Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information received from a manufacturer representative reported that the patient&#38112;lead was defective. It was reported that one of the contacts was completely bent upright on the paddle lead. The issue was noticed during the implant procedure on the day of this report. No environmental or external factors that may have contributed to the issue were reported. The patient's healthcare provider (hcp) was unable to use that lead and implanted a new one. It was noted that the issue was resolved at the time of this report. The defective product was returned to the manufacturer. No patient symptoms were reported. The patient's status at the time of this report is "alive, no injury." Indication for use is spinal pain.

Manufacturer narrative:
Analysis of the paddle lead [s/n: (B)(4)] found electrode #14 was lifted out of the molded rubber.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.